Event description:
It was reported that during an implant attempt there was a possible right ventricular (rv) connector issue with the device. When the rv lead was connected to the analyzer, r-waves, impedance and threshold were stable. When the rv lead was connected to the device, r wave measurement had decreased and impedance was varying. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.